Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first three bands were deployed without issue, within the esophagus, to complete the case. The speedband device was then withdrawn from the patient. Reportedly, post procedure, the physician made an attempt to deploy the remaining four bands outside the patient for demonstrational purposes; however, at this time, the bands were noted to be "twisted upon each other" and were not able to be deployed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first three bands were deployed without issue, within the esophagus, to complete the case. The speedband device was then withdrawn from the patient. Reportedly, post procedure, the physician made an attempt to deploy the remaining four bands outside the patient for demonstrational purposes; however, at this time, the bands were noted to be "twisted upon each other" and were not able to be deployed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, and suture were returned for evaluation. However, the ligator head and bands were not received for analysis. Residue, present on the device, likely indicates that the device was used. Further analysis revealed that the tripwire returned loosely wound around the handle assembly spool, but there was no visible evidence to suggest that the tripwire had been cinched into the handle assembly slot during use. Additionally, the suture, which returned intact, was attached to the tripwire loop. The condition of the returned incident device could not be evaluated with respect to the reported issue of bands failed to deploy. The evaluation revealed that the ligator head and bands were not returned for analysis. However, an examination of the tripwire found no visible evidence to suggest that it had ever been secured into the handle assembly slot. The speedband superview super 7 multiple band ligator directions for use (dfu) document notes within the initial setup section "to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The dfu then instructs the user to "secure trip wire in slot on handle unit." Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. This event likely occurred as a result of the tripwire not being properly secured into the handle slot; therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.